Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they experienced a return of symptoms and lost therapy four or five days prior to the report: daily upper back spasms and pain on the right hand side. The change in stimulation was not related to positional movement and there were no reports of trauma or falls. When the patient checked their implantable neurostimulator (ins) with their patient programmer (pp), he was stuck on group b and thought the group c was the group for his back; he needed assistance in changing groups. It was noted that the stim was turned on when there was a sudden change and the patient was able to change the stim with the pp. Through troubleshooting and switching groups, the patient felt stimulation in their knees when they tried group a, switched to group b to set the stim at a comfortable level and he was able to feel stim in his back. At the end of the report, the patient stated that his back was stiff but he did not feel pain. Follow-up has been attempted to determine the cause of the sudden change and return of symptoms, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.